Event description:
The customer contacted carefusion technical support to report that the user interface module on one of their ventilators goes blank 15 minutes into operation. According to the customer, the information on the ventilator becomes distorted, then it eventually goes blank. The customer measured the voltage at the connector on the gas delivery engine, and got 33.5 volts dc. They tried to correct the issue by replacing the user interface module cable, however the problem was not corrected. The customer requested that they return the user interface module to carefusion for repairs. The ventilator was not on a patient when this problem occurred.

Manufacturer narrative:
The uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the issue was isolated to a damaged chip and socket.

Manufacturer narrative:
The faulty control printed circuit board assembly was routed to the failure analysis lab for further investigation. No visual anomalies were found however, it was found that the control printed circuit board was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4.6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module was received by carefusion service department on february 13, 2015. They evaluated the device, and were able to duplicate the issue immediately: the user interface module remained blank when turned on, while the leds remain lit. They attempted to reload the software, but could not get it to initiate the software loading process. After further troubleshooting, they isolated the control printed circuit board assembly as the root cause of this issue. They replaced the faulty control printed circuit board assembly, and ran performance tests to assure that the device was operating according to factory specifications. They also completed a software download, and ran a post tests. The device passed all performance tests.